Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. Used alcohol to loosened tissue, helix found bent, but helix extends/retracts within specification. Helix is bent, accurate measurement not possible. The bent helix could affect rotation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when the lead was initially placed on the septum, the r waves were within normal limits but the dropped after deployment. The lead was repositioned several times on the septum with no acceptable parameters. The lead was moved to the apex and deployment took 11 turns. On x-ray, the lead was fully deployed, however, the thresholds were high as were the pacing impedance numbers. In addition, the impedance numbers continued to rise within a couple of minutes. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.